Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 10 atms on the initial inflation. The lesion was located in the 90% stenotic left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.